Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to high out-of-range impedance measurements and oversensed noise which resulted in pacing inhibition. This was observed through the device and the pacing system analyzer (psa). The lead was explanted and replaced without incident. No adverse patient effects were reported.